Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" and "down" keypad buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The up arrow button was found to be intermittently responding to button presses. The keypad was removed and the up arrow button contact was found to be dented.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).